Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo which displayed an opened package with damaged product from lot number 9127730. The photo also displayed one opened undamaged package with what looks like a used IV catheter with no catheter-adaptor assembly. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had no shield over the needle before use, leaving it exposed with the catheter end peeled back. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer received 1 box with the no cap on needle and needle bent" "2nd incident: (B)(6) 2020 catheter needle was exposed with no shield over the needle and no catheter end in the sleeve. This was the only one in the box."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had no shield over the needle before use, leaving it exposed with the catheter end peeled back. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer received 1 box with the no cap on needle and needle bent." "2nd incident: (B)(6) 2020 catheter needle was exposed with no shield over the needle and no catheter end in the sleeve. This was the only one in the box."